Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the button of the insulin pump was unresponsive. Customer reported that they had treated themselves for high blood glucose level. Customer had dry mouth and falling asleep symptoms. Insulin pump had no delivery alarm. The drive support cap was normal. Customer declined to troubleshoot for high blood glucose. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.